Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A latch lock failure was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the defective latch lock was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an alarm: the cassette is locked but not latched. The fault occurred while checking before in use with the patient. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. E1: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.